Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. Additionally, the pump time and date were incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and date. Reportedly, the customer continued to use the pump for insulin therapy.